Manufacturer narrative:
Section b3. Date of event; corrected data: incorrect event date inadvertently included in initial MDR. Section g3. Date received by manufacturer (mo/day/yr); corrected data: incorrect event date inadvertently included in initial MDR (initial aware date: 10/06/2021).

Event description:
It was reported that a physician's device was explanted due to significant tenderness at the ipg site (no infection found). It was also noted the patient's vns was off for a long time and the patient was seizure free. The explanted generator has not been received into analysis to date. No additional relevant information has been received to date.